Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-04959 / 04964).

Event description:
It was reported patient underwent a revision knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent another revision procedure on (B)(6) 2013, due to possible infection. However, the culture came back negative for infection, but the surgeon continued on as if it were an infection. Surgeon noted pus and unhealthy tissue that indicated infection. The tibial bearing, tibial bushing, reinforced yoke, lock pin, axle and femoral bushing were removed and replaced.